Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was in the clinic for a unrelated reason. During an interrogation, the physician noticed the patient's implantable cardioverter defibrillator (ICD) was over-sensing crosstalk and far-p waves causing pacing inhibition. The patient was asymptomatic. Programming changes were made. The patient was stable throughout.